Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. A carefusion certified service technician field serviced the suspected device. The reported issue could not be duplicated nor confirmed by technician. Ventilator passed 40 minute battery duration test. Ventilator passed extended 45 hour run in test with the same settings as customer had at the time of the reported incident, furthermore there was not any unusual alarms and conditions. Ventilator also passed ltv final test, which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported complaint that the lap top ventilator showed "vent inop" message after severe storm. There was no patient involved in related to reported issue.